Manufacturer narrative:
The report # 3003721894-2018-00110 is associated with (B)(4), corega extra strong neutral. Corega extra strong neutral is marketed as super poligrip in the u.s.

Event description:
Addiction to the product [drug dependence]. Case description: this case was reported by a consumer via call center representative and described the occurrence of drug dependence in a female patient who received gsk denture adhesive (formulation unknown) (corega extra strong neutral) cream for drug use for unknown indication. This case was associated with a product complaint. Co-suspect products included gsk denture adhesive (formulation unknown) (corega extra strong) cream for drug use for unknown indication. Previously experienced adverse reactions included denture wearer. On an unknown date, the patient started corega extra strong neutral and corega extra strong. On an unknown date, an unknown time after starting corega extra strong neutral and corega extra strong, the patient experienced drug dependence (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the drug dependence was unchanged and the outcome of the product complaint was unknown. It was unknown if the reporter considered the drug dependence to be related to corega extra strong neutral and corega extra strong. Additional details, a female patient, said that she was addicted to corega (extra strong neutral and extra strong strong mint). She had corega with her all the time and she uses it all the time (however, she did not tell how often she uses it). She said that she must use it because she feels better then and that this is totally different comfort. She tried other denture adhesive creams, but with them it was worse. She also said that the cream dissolves quickly and that the lot number was too small and she was unable to read it, but she would not complain because she would use it anyway. The action taken for product corega extra strong neutral and corega extra strong strong mint was no change.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of drug dependence in a female patient who received gsk denture adhesive (formulation unknown) (corega extra strong neutral) cream for drug use for unknown indication. This case was associated with a product complaint. Co-suspect products included gsk denture adhesive (formulation unknown) (corega extra strong) cream for drug use for unknown indication. Previously experienced adverse reactions included denture wearer. On an unknown date, the patient started corega extra strong neutral and corega extra strong. On an unknown date, an unknown time after starting corega extra strong neutral and corega extra strong, the patient experienced drug dependence (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the drug dependence was unchanged and the outcome of the product complaint was unknown. It was unknown if the reporter considered the drug dependence to be related to corega extra strong neutral and corega extra strong. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, a female patient, said that she was addicted to corega (extra strong neutral and extra strong strong mint). She had corega with her all the time and she uses it all the time (however, she did not tell how often she uses it). She said that she must use it because she feels better then and that this is totally different comfort. She tried other denture adhesive creams, but with them it was worse. She also said that the cream dissolves quickly and that the lot number was too small and she was unable to read it, but she would not complain because she would use it anyway. The action taken for product corega extra strong neutral and corega extra strong strong mint was no change. Follow up information received from quality assurance department on 24 apr 2018 quality assurance analysis revealed the complaint to be unsubstantiated. Follow up was received on 04 may 2018, this case was reported by a consumer via call center representative and described the occurrence of intentional device misuse in a female patient who received double salt dental adhesive cream (corega super mocny neutralny smak) cream for product used for unknown indication. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega super mocny mocno mietowy) cream for product used for unknown indication. Previously experienced adverse reactions included denture wearer (in the past the patient was using other denture adhesive creams, but with them it was worse.). On an unknown date, the patient started corega super mocny neutralny smak and corega super mocny mocno mietowy. On an unknown date, an unknown time after starting corega super mocny neutralny smak and corega super mocny mocno mietowy, the patient experienced intentional device misuse, intentional misuse in dosing frequency and product complaint. On an unknown date, the outcome of the intentional device misuse, intentional misuse in dosing frequency and product complaint were unknown. It was unknown if the reporter considered the intentional device misuse to be related to corega super mocny neutralny smak and corega super mocny mocno mietowy. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Action taken with corega super mocny neutralny smak and corega super mocny mocno mietowy was no change. The woman clarified that she was not addicted to the product. When she previously wrote about addiction she meant that she had to buy only corega cream, because no other product holds the denture in place as much as corega. She had been using corega for 3 years and she used it at least 3 times a day because it dissolves quickly. Comment: *downgrade report*.

Manufacturer narrative:
3003721894-2018-00110 is associated with argus case (B)(4), corega super mocny neutralny smak. Corega is marketed as super poligrip in the us. The suspect product was previously reported as corega extra strong neutral. In polish, the suspect product name is corega super mocny neutralny smak. The product name has been updated to relfect the polish name. Quality assurance report ((B)(4)) on 24 april 2018: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing.